Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's log files were submitted due to the patient experiencing power changes and hemolysis with high lactate dehydrogenase (ldh). The patient had signs of worsening heart failure. A review of the log files indicated power elevations mostly associated with pi events. Fourteen days later a decision was made to exchange the lvad pump with another lvad pump. In addition another manufacturer's vad was placed on the right side for rvf.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported power changes and pi events could be confirmed based on the evaluation of the submitted log file; however, specific causes for the events and the reported hemolysis could not conclusively be determined. The patient later expired on (B)(6) 2013 due to an infection. Multiple requests for additional information and product return have been made; however, nothing has been returned. The device¿s approved labeling outlines that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Hemolysis is listed in the device¿s instructions for use as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.